Event description:
It was reported that sheath visible air/bubbles and luer damaged/defective occurred. It was reported that a faradrive sheath was selected for an ablation to treat an atrial fibrillation (afib). During procedure and during an exchange, bubbles were observed and multiples syringes of air were taken out. Troubleshooting was performed, it was possible to turn the flush port in a manner that would not cause bubbles, but it seemed to be more of the insertion as the issue. Additionally, a broken valve was reported in the complaint form. Original sheath was used and procedure was completed without patient complications. Product return is expected.